Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue". The sensor was inserted into the abdomen, which is an off label usage of the device. Date of event is an approximation. On (B)(6) 2024, the patient was experienced a brief sensor issue for around 30 minutes. He stated his glucose level was getting low (no information on how he knew his glucose was dropping) but was not aware of this due to the sensor issue. Around 6:00pm, the patient lost consciousness (the patient did not have symptoms prior to passing out). A family member called paramedics. When they arrived, they treated the patient with IV and a glucose shot. After treatment, the patient felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.